Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0b7vc serial# implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reporting device not working and wanted it explanted. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.